Event description:
The user facility reported that the device overheated during testing at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during testing at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.